Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said the implanted system never helped with their bladder control (off label). Patient went to their healthcare provider (hcp) for programming adjustments many times, but it never helped their target symptoms. Caller says they have the amplitude lowered to 0.0v and have not tried to use it for a long time. They did not indicate that they were going to follow up with an hcp regarding this issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v900954, implanted: (B)(6) 2012, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3093-28, lot# v900954, implanted: (B)(6) 2012, product type: lead. Product ID 37744, serial# (B)(4), product type: programmer, patient. Device used for off label indication.  The indication device used for was mgu-interstim-urinary. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) seemed ¿not be working¿ and that the patient was getting up 6-12 times a night. The patient had the device implanted for spastic bladder. It was noted that the patient¿s doctor was not available until the end of (B)(6). Additional information received indicated that the consumer reported that the device was not working, and was unable to get a response using the patient programmer. It was indicated that the consumer thought it was a problem with the implantable neurostimulator (ins) since the patient was not feeling stimulation sensation, and was getting up 15 times during the night. The device was also checked with the patient programmer. It was noted that the batteries were changed in the programmer, and they were seeing a battery icon on the screen. The change in symptoms and therapy were gradual. The consumer stated that the therapy has never worked that well where the patient would only have to get up two times per night. However, it was indicated that the patient was receiving a little more than a 50% reduction in symptoms. Later in the report it was mentioned that therapeutic effect was getting worse, and at the time of the report the patient was not getting any therapeutic effect. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.